Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had an improper shut down failure which occurred during an unspecified process step at the medical intensive care unit (micu) during patient transport. This was able to be recreated by tapping the top of the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d2a: wireless battery module. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This is a report against an unknown spectrum pump. Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.